Event description:
A surgeon reports a patient that is overcorrected following refractive surgery. Patient records were provided and indicate at 6 months post-op, this patient exhibited a 1d overcorrection in the left eye and bcva in the left eye decreased from 20/20 pre-op to 20/25. An enhancement was performed 8 months following the initial procedure. At approximately 6 weeks post-enhancement, the overcorrection had resolved; however, bcva was now 20/40. Ucva improved from 20/cf pre-op to 20/50-2 at 6-weeks post-enhancement.

Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was conducted on this system. The analysis indicated the laser performance factors analyzed were operating within specification during this patient's surgeries. Patient records were reviewed for non-product factors including patient response to the later ablation, patient healing characteristics and preoperative patient selection. No specific non-product factors could be identified or the initial overcorrection noted. Following the enhancement, the records indicate postoperative complications for the left eye indicating a flap lift-refloat and refractive instability. The records do not indicate any potential contributing factors for the decreased bcva in the left eye; however, pre-enhancement measurements as well as the post-enhancement topographies suggest a thin cornea for the left eye. It is not uncommon for the cornea to demonstrate a hyperopic-astigmatic refractive error secondary to corneal thinning. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the decrease in bcva. However, the non-product related factors mentioned above may have been contributors.